Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the stopcock was detached from the central venous line while running high dose vasopressor. The event occurred while in use with patient. Per reporter, the patient's blood pressure dropped.